Manufacturer narrative:
Abaxis technical information troubleshooting was offered; however, the end user declined troubleshooting and elected not to return the instrument for further evaluation. Although the customer initially reported the issue for abaxis awareness, they subsequently confirmed the instrument was functioning satisfactorily. Information regarding the patient¿s pre-existing conditions and/or current medications is unknown. The root cause was not established. There was no patient impact, and the event did not contribute to patient injury or hospitalization. The customer also confirmed that no further issues have occurred. A review of the batch record for cmp lot 5493ac6 showed there was one (1) unacceptable reading for sodium in manufacturing, for a failure rate of 0.2 % with a limit of 3 %. No unacceptable chloride results were observed during manufacturing. The lot met all release criteria with no deviations. Complaint data showed that only one (1) rotor from this lot, reported by the same customer clinic, was associated with high sodium and chloride results out of 22,270 rotors shipped, corresponding to a complaint rate of (B)(4). No trend of high sodium or chloride was observed over the 12-month period ending in april. No further actions are required at this time.

Event description:
Chem high/low: high error codes: chem na+ / na+ problem or question.

Manufacturer narrative:
Corrected event description.

Event description:
A health care professional reported an unexpected high-test result on sodium (na+) and chloride (cl) using the piccolo xpress analyzer, serial number (B)(6) and the comprehensive metabolic panel (cmp) lot 5493ac6. The patient was not treated error codes: chem na+ / na+ problem or question. Chem cl/ cl problem or question.